Event description:
It was reported that the patient received inappropriate therapy due to oversensing of p-waves and t-waves. R-wave amplitude was low. X-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patients condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.